Manufacturer narrative:
This report, 1818910-2016-17360, is a duplicate of 1818910-2016-18358. This report is being rejected. Report 1818910-2016-18358 is being kept for investigational purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
Hospital manager complains of a discoloration on some of the acetabular reamer heads. The issue seems to be more prevalent where the reamers are laser etched however there are some of the reamers that have a generalized spotty discoloration.